Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the cahp 210 dialyzer. It was reported that the incident occurred two hours into treatment and was noted by braun hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 200 cc. No pt injury or medical intervention was reported per hcp. It was reported that this was the first use of the dialyzer and had not been pre-processed.